Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to adjust the camera focus. Adjustments were completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the images on the 9800 system are grainy and not able to perform roadmapping. There was no report of pt injury.